Event description:
During use on a patient the IV set separated and air was noted in the line. The patient was noted to experience bradycardia and recovered without consequence. No medication was administered.